Event description:
Potential for injury associated with an m41srb consumer power wheelchair with a split cable. This event could result in inconsistent operation of the unit which could potentially result in injury to the user.